Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer sent e-mail stating the brush fell apart in her (B)(6) daughter's mouth during brushing. A metal part in the head was broken and caused the brush head to become loose. No injury was reported.

Event description:
Consumer sent e-mail stating the brush fell apart in her 22 year old daughter's mouth during brushing. A metal part in the head was broken and caused the brush head to become loose. No injury was reported.

Manufacturer narrative:
20-dec-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.